Event description:
Customer reported four potential false negative urine hcg results with henry schein one step+ hcg urine cassette tests vs unspecified home pregnancys and quantitative serum hcg. Each pt's quantitative serum hcg result was between 50-60 miu/ml. Customer no longer has info on any of the pts as all paperwork was discarded. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
There was no product info provided by the customer. Additionally, there was no product or sample returned for investigation. Review of complaint history of false negative hcg; the complaint trend was flat. With the info provided, it is not possible to purse further investigation.